Manufacturer narrative:
The technician replaced the head hi/low hydraulic valves to repair the bed.

Event description:
Information received indicates the head hi/low portion of the bed is lower than the foot. The head hi/low function is drifting down overnight.